Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage or/and user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition and ensure the new device replacement resolved the initial concern; customer informed has improved; customer has not diabetic symptoms,did not seek medical attention;customer is satisfied with the new product glucose test result.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 5.2 to 12.0 mmol/l. The blood glucose testing is performed by the customer six times daily. The customer reported symptoms of confusion, thirst, and tiredness. Medical attention is not reported as a result of the actual blood glucose results. The customer provided that their a1c is 7.2. The customer is currently taking insulin to manage diabetes.the product is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set): (B)(6). Adverse event not reported.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 5.2 to 12.0 mmol/l. The blood glucose testing is performed by the customer six times daily. The customer reported symptoms of confusion, thirst, and tiredness. Medical attention is not reported as a result of the actual blood glucose results. The customer provided that their a1c is 7.2. The customer is currently taking insulin to manage diabetes. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is 02/22/2016. The meter memory was reviewed for previous test result history (time not set): 1:8.7mmol/l, (B)(6) 2016, 09:10am, fasting:yes. 2:9.7mmol/l, (B)(6) 2016, 10:17pm, fasting:yes. 3:5.2mmol/l, (B)(6) 2016, 10:24am, fasting:yes. 4:19.5mmol/l, (B)(6) 2016, 07:22pm, fasting:yes. 5:17.3mmol/l, (B)(6) 2016, 11:46am, fasting:yes. Adverse event not reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). Note: manufacturer contacted customer with follow up phone calls for knowing customer's condition and ensure the new device replacement resolved the initial concern; customer informed has improved;customer has not diabetic symptoms,did not seek medical attention;customer is satisfied with the new product glucose test result.